Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called alleging that the meter displayed an error 1 message. Patient had inserted the test strip firmly and completely into the meter. The blood was applied on the pink area of the test strip and the confirmation dot was completely blue. Patient did not compare the confirmation dot to the color chart on the test strip vial. Patient retested with the ccr over the phone and obtained the error 1 message. Ccr was unable to resolve the issue and sent the patient a new meter.